Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that stent dislodgement occurred. A 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, it detached from the balloon due to calcification. The device was retrieved using a wire and completed the procedure via alternative method. There were no patient complications.